Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens, -0.5/+2.0/146 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2012. The surgeon reports excessive vault, angle narrowing, anterior bulging of the iris, and corneal edema. The lens was exchanged with a shorter length lens and the problem is resolved. The cause of the event is reported as unknown, however information received also states that the acd was not measured per dfu instructions (acd assumed to be 3.2mm regardless of the actual individual acd value). Information initially received via an article published in clinical ophthalmology entitled 'a prospective pilot study using a low power piggy-back toric implantable collamer lens to correct residual refractive error after multifocal iol implantation.'

Manufacturer narrative:
Event lens diopter corrected to -0.5/2.0/138 (sphere/cylinder/axis) in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Sex: male. Date of event: (B)(6) 2012. Event: per updated information received: the lens was implanted on (B)(6) 2012. The lens was exchanged on (B)(6) 2012. Implant date: (B)(6) 2012. Explant date: (B)(6) 2012. Work order search: no additional similar complaint type events found within associated lots. (B)(4).